Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, the issue was likely the result of chemical/physical stress, user handling/mishandling and or external factors. The event may be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.3 endoscope inspection of entire endoscope ¿6 check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the lens at the tip¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an air leak. There was no patient harm associated with the event. The device was evaluated, and it was found that the adhesive part of the objective lens peeled off. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a pinhole on universal cord. In addition to the adhesive around the objective lens being peeled off due to deterioration or breakage of the adhesive, additional findings were as follows: adhesive on bending section cover had a chip. The following device components were found to be scratched: bending section cover, control unit, grip, switch 1, right/left plate, up/down plate, forceps elevator lever; angulation lever, light guide (lg) connector, lg cover glass, video connector case, and video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.